Manufacturer narrative:
H4: the device was manufactured from may 27, 2022 - may 30, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. This was discovered during compounding. There was no patient involvement. No additional information is available.